Event description:
It was reported that the bd alaris syringe module syringe administration set experienced damaged causing leakage. The following information was provided by the initial reporter: was connecting flush to syringe pump tubing and heard a pop, once flush was running put hand under tubing hub and felt a leak, upon inspection of old tubing noted a crack in the hub which caused the leak.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014914 lot number 22125455 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 20-jun-2023. Medwatch report # 2700040000-2023-8052.

Event description:
It was reported that the bd alaris syringe module syringe administration set experienced damaged causing leakage. The following information was provided by the initial reporter: was connecting flush to syringe pump tubing and heard a pop, once flush was running put hand under tubing hub and felt a leak, upon inspection of old tubing noted a crack in the hub which caused the leak.